Event description:
It was reported that a patient with an artificial urinary sphincter (aus) device experienced recurring incontinence. It was noted that the patient had the device for 8 years, and the physician found the urethra had slightly narrowed, which led to the decision to replace the device. During the procedure, the device was explanted without any complications. An endoscopic examination revealed there were no significant issues, so it was decided to proceed with implantation of a new aus device. After securing the abdominal space, significant bleeding occurred while attempting to secure the urethral space. The bleeding was controlled approximately two hours later. However, due to the patient's condition, the physician decided to not implant a new aus device. The patient is currently receiving medication based treatment to allow time for recovery. There were no further patient complications. This report is for the recurring incontinence and narrowed urethra.

Manufacturer narrative:
The exact event date was not available, therefore the date 02/01/2017 was used as an estimate, based on the reported onset occurring around february 2017. UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Urinary incontinence, urethral stenosis/stricture were defined in the product risk documentation. The reported patient symptoms of urinary incontinence, urethral stenosis/stricture are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) device experienced recurring incontinence. It was noted that the patient had the device for 8 years, and the physician found the urethra had slightly narrowed, which led to the decision to replace the device. During the procedure, the device was explanted without any complications. An endoscopic examination revealed there were no significant issues, so it was decided to proceed with implantation of a new aus device. After securing the abdominal space, significant bleeding occurred while attempting to secure the urethral space. The bleeding was controlled approximately two hours later. However, due to the patient's condition, the physician decided to not implant a new aus device. The patient is currently receiving medication based treatment to allow time for recovery. There were no further patient complications. This report is for the recurring incontinence and narrowed urethra.

Manufacturer narrative:
The exact event date was not available, therefore the date (B)(6) 2017 was used as an estimate, based on the reported onset occurring around (B)(6) 2017. UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of urinary incontinence is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.